Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the infusion fluid was not supplied during a procedure. The infusion cannula was replaced and fluid was supplied for the procedure. No harm to the patient.

Manufacturer narrative:
The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. The wet returned sample was visually inspected and surgical residue was observed in the fluid flow paths. A console representing a current software version was used to test the sample. The sample was successfully recognized by the console; however, a system message code occurred upon the start of the priming sequence. It was noted that the ball in the drip chamber of the admin line was stuck, inhibiting the flow of fluid from the balance salt solution bottle into the cassette. The admin manifold was replaced and the cassette retested. Fluid flowed from the drip chamber to the cassette through the infusion cannula. The sample could prime and pass intraocular pressure calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. The infusion pressure data was within specification. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. Cleaning process was able to be performed after functional test had completed. The root cause of the customer¿s complaint is an error that occurred during the supplier¿s manufacturing process of the drip chamber. Action will not be taken based on this occurrence. The supplier has been made aware of the issue and the sample has been sent to the supplier for additional analysis. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. The manufacturer internal reference number is: (B)(4).